Event description:
It was reported in the clinical trial at a post procedure follow up an acute cerebral infarction was found in imaging. The patient suffered multiple acute infarction foci (stroke) in both hemispheres of the brain. The patient was treated with medication. No other information is available.